Manufacturer narrative:
(B)(4). Batch # m53r6z. The following information was requested, but unavailable: what type of procedure was the device used in? On which firing did this occur? On this firing, did the device staple? If yes, was the staple line complete? On this firing, did the device cut? If yes, was the cut line complete? Response: unfortunately the customer does not have any information. The procedure was completed successfully by using a thread. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stapler blocked in the middle of the procedure during use. They changed the cartridge and same result. The procedure was terminated by anastomosis by hand. There were no adverse consequences for the patient.